Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause of malfunction: user had an inaccurate reference.(B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 179 and 161mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 181mg/dl (B)(6) 2017 08:39 am fasting: yes, 128mg/dl (B)(6) 2017 06:14 pm fasting: yes, 182mg/dl (B)(6) 2017 08:21 am fasting: yes, 254mg/dl (B)(6) 2017 02:13 pm fasting: no. Memory concerns: customer is concerned with 182mg/dl fasting result.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182 mg/dl. The customer's expected fasting blood glucose test result range is 90 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 179 and 161 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer is concerned with 182 mg/dl fasting result.